Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. Examination of the returned device revealed no damage noted to the shaft of the device. The stent was on the balloon, however, the distal and the proximal ends of the stent were partially deployed. The proximal and distal end of the balloon was partially inflated. Visual and microscopic examination of the stent revealed that the stent was severely damaged. The struts on the proximal end of the stent were misaligned and had been spread apart. The distal end of the stent was stretched and the struts were misaligned. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a partial stent deployment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left common iliac artery. A 7f mach1 guide catheter was positioned in the ostium of the left common iliac artery and the lesion was predilated. This 8.0x30x75cm express vascular ld stent was inserted into the 7f mach1 guide catheter; however, the stent was unable to advance within the catheter. The device was removed from the patient intact. The procedure was completed with an 8x30/75 express ld vascular stent and a 7x30/75 express ld vascular stent without patient complications. The patient's status is good. However, the returned device revealed the stent was partially deployed. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a partial stent deployment occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed target lesion was located in the moderately tortuous left common iliac artery. A 7f mach1 guide catheter was positioned in the ostium of the left common iliac artery and the lesion was predilated. This 8.0x30x75cm express vascular ld stent was inserted into the 7f mach1 guide catheter; however, the stent was unable to advance within the catheter. The device was removed from the patient intact. The procedure was completed with an 8x30/75 express ld vascular stent and a 7x30/75 express ld vascular stent without patient complications. The patient's status is good. However, the returned device revealed the stent was partially deployed. This product is only ous approved but it is similar to an approved us device.